Manufacturer narrative:
Device passed the displacement test, active current measurement, sleep current measurement and self test. All currents within specific range. No unexpected low battery life or low battery alert noted during testing. All audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or hardware low level failures error in the formatted history noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no alarm and no vibrate alarm. The customer¿s blood glucose level was unknown at the time of the incident. Pump was neither beeping nor vibrating currently. The customer was assisted with troubleshooting and the pump did not vibrate. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.